Event description:
Per the info provided to co by the physician's office, the device was removed due to "leakage", secondary to a "tubing break". As reported to co, the pump and some assembly kit component(s) only, were removed and replaced; leaving the cylinder(s) and reservoir in place from the initial implant surgery.

Manufacturer narrative:
Without the benefit of analyzing the explanted device, qa is precluded from confirming the physician's observations and precluded from commenting on the condition of the device. Should the explanted device become available, qa will reopen this file and proceed according to procedures.